Event description:
Caller reports pins on base unit are blackened, while using the inform system. Caller reports base does not look like it has been cleaned. Manufacturer's investigation department found melting/burning of pins 3 & 4. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.